Event description:
It was reported that the over-temperature alarm button was not working on the fluid warming device. No other information was provided. No patient injury was reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged enclosure and front cover, a cracked tank cover, a noisy pump and worn line cord. Functional testing found the over temp alarm button is not working due to a faulty membrane switch. The membrane switch was replaced and the device passed functional testing. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.